Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 402 mg/dl. Customer reported the following symptoms related to their high blood glucose was dehydrated. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer treated for high blood glucose with bolus. Customer declined further troubleshoot. The insulin pump will not be returned for analysis.